Manufacturer narrative:
Correction: date of this report (b4) should be (B)(6) 2020 not (B)(6) 2020 as previously reported.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 9, 2020.

Manufacturer narrative:
This report is submitted on august 31, 2020.

Event description:
Per the clinic, it was reported that the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.